Manufacturer narrative:
Visual assessment showed the depth limiter has been removed from the needle. The trigger has been fully advanced and locked within the handle indicating a deployment of t1 and advancement of t2. No suture or ts were returned for examination. This investigation could not identify any evidence of product contribution to the reported complaint. Event updated. Device returned for evaluation. Device evaluated by the manufacturer.

Event description:
It was reported that on (B)(6) 2017, in (B)(6) hospital, when used ultra fast-fix, after successfully stripped off t1, prepared to strip off t2, but t2 fell off spontaneously. Both t's were removed. No patient injuries were reported.

Event description:
It was reported that on (B)(6) 2017, in (B)(6) hospital, when used ultra fast-fix, after successfully stripped off t1, prepared to strip off t2, but t2 fell off spontaneously.